Event description:
It was reported that the drug port was cracked and leaking. An ekos+ device was selected for use to treat a heavy arterial thrombus burden. The device was placed without issue and was intended to delivery 0.5mg of lytic therapy for 24 hours. The patient was transferred to the ICU. At 9:00pm, a pool of serosanguinous fluid was observed around the catheter. Upon further inspection, it was noted that there was a leak at the drug connection to the stopcock. A crack on the catheter was observed at this location. The crack was unsuccessfully attempted to be sealed. To bypass the issue, the tpa line was connected to the coolant line to continue ekos therapy. No further issues were reported with the device. There were no reported patient complications.